Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump battery was taking longer to charge. As well, as that the wake button was not working. The customer's blood glucose was 300-400 mg/dl. The customer declined follow up from technical support, therefore further information was unable to be obtained.